Event description:
Additional information notes an insulation breach was also noted.

Event description:
It was reported that the right atrial lead exhibited noise. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 10.1 cm - 10.4 cm and 11.7 cm - 12.3 cm from the connector pin, due to friction with device can.